Event description:
Healthcare professional reported the device was removed due to gross thrombus that filled the three cusps. The pt was on warfarin for 3 months. At time of reop, was on aspirin only. Pt was in sinus rhythm at time of reoperation.